Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a broken sensor during the removal procedure. Event happened on 3-jul-2025 around 9:30 am. According to the case information, the sensor broke in the middle during the removal. The sensor had been implanted in the left arm. Vygon kit clamp was used for the sensor removal. All pieces of the sensor were removed and RMA was authorized for the return of sensor for investigation.

Manufacturer narrative:
The user reported that the sensor broke during removal procedure on (B)(6) 2025. The RMA was authorized for the return of sensor for further investigation and a visual inspection confirmed that the sensor broke into 2 pieces. Fracture was observed at the long end region and all the pieces were extracted. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4. Date of this report: 22 august 2025. G3. Date received by the manufacturer? 22 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - impact code updated to 2199. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.